Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all the results obtained. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling sweaty, medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the dining room. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 03/19/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly): result 1:197mg/dl date: (B)(6) 2018 time:2:50pm fasting; result 2:230mg/dl date: (B)(6) 2018 time:2:48pm fasting; result 3:223mg/dl date: (B)(6) 2018 time:2:45pm fasting; result 4:164mg/dl date: (B)(6) 2018 time:12:19pm fasting; result 5:266mg/dl date: (B)(6) 2018 time:9:16am fasting; customer is not sure what her normal glucose range should be, customer have not testing in years customer and just started testing again today. Customer just got the meter because she will be having surgery soon and she needs to monitor her diabetes. Customer is concern because she is not eating hardly any carbs or sugar. Customer states that she is in a lot of pain (not related to diabetes), customer is only taking extra strength tylenol for her pain